Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely tortuous left anterior descending artery. Pre-dilation was performed with a 3.00x12mm emerge balloon catheter and a 3.00 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross lesion. It was reported that the patient had a distal dissection. No further patient complications were reported.